Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 238mg/dl, 180mg/dl, 168mg/dl. Tests were done within 5 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.